Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal two tampons fell apart leaving pieces inside. She manually removed the remaining tampon pieces. She went to her obgyn for an unrelated issue and the doctor confirmed no tampon pieces remained.